Event description:
Information was received regarding the patient's infection, stated there is a causal relationship to the implant/procedure and the infection and that the infection is not related to stimulation. Treatment was not changed and only action taken was the addition of medication. The patient has recovered. Information was received that the infection began on (B)(6) 2019 and ended on (B)(6) 2019. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR? (B)(4).

Event description:
Information was received that the patient has an infection related to the vns implant procedure. Further communication indicated the patient has contracted a 'rare staphylococcus lugdunensis' which was stated to be related to generator implant. Clinic notes were also received for the patient. It was stated that the patient was seen for postoperative pain and neck pain and swelling. A CT of the neck was obtained which did not demonstrate fluid collection or concerns for infection. She was discharged home from the ER without any other issues or concerns "until last night when she noticed drainage from the left axilla incision. Left anterior neck incision was well healed and there are no signs of infection. Left axilla incision is tender to palpation the lateral end of incision and small amount of pus is expressed 1/3 from lateral end of incision." The patient was admitted from the neurosurgery clinic for concern for wound infection. It was stated after the patient lifted her arm, the patient reported a stinging sensation and noticed drainage and pus from the middle of the incision. He was able to express a small amount of pus from the area. She also reports that the area is tender to palpation. The facility was able to confirm infection with culture samples. Further information was received that the patient returned to the emergency department with "possible mild recurrence of vns surgical site infection based on drainage." The patient was discharged the same day. Drainage was not coded as this is included with side effects of infection. Additional clinic notes stated that the patient had a recent vns implantation and there is a hole in one of the incisions and it has been draining. It was stated that the patient now has a possible recurrence of vns surgical site infection based on drainage described by patient. It was reported there is "no fever, no clinical evidence on exam of cellulitis or abscess, very well-appearing, not concerned for sepsis at this time qsofa 0". There was a recommendation of additional course of "keflex for 7 days". It was stated that six weeks after implantation, the patient developed a wound infection and dehiscence and on (B)(6) 2019 was admitted for 24 hours of vi abx, sent home with a 7-day keflex course. There was a white bubble noticed over the area of the dehiscence and the patient squeezing the collection and expressed a small amount of white fluid from beneath the wound, and warm compress expressed a small amount more. The patient placed a bandage over it, and a small amount of bloody/yellow drainage was on it in the morning. The patient spoke to neurosurgery resident on call who recommended coming to the ed for any signs of feeling sick. The patient felt "clammy" that morning, so came to the emergency department for evaluation. Chest wall incision was seen to be clean and dry. There is a < 1 mm area of dehiscence at the superior aspect of the wound. No drainage. Unable to express any drainage. No surrounding erythema, no edema, no tenderness of the wound. The vns was palpable without overlying edema, erythema, fluctuance, crepitus. The causal factor for this infection was the vns implantation surgery. The device history records were reviewed for the patient's devices and the devices passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.